Event description:
Noise was observed on the atrial and ventricular channels. It could not be determined what the root cause was, so the ICD and leads were all replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found that the insulation was abraded, exposing the proximal coil. The abrasion was caused by friction with the ICD can. This condition could be the cause for the noise that was reported in the field.